Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having a history of sensitive skin and mentioned that she is generally allergic to adhesives. The patient was inserted with eversense sensor on (B)(6) 2025. The patient developed mentioned that the symptoms two weeks after the sensor insertion. The adhesive patches were not expired. The patient consulted her hcp who recommended applying cortisone cream and some tablets (unspecified). The patient now uses the bandage to secure the transmitter with some cotton in between to avoid sweating. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using clear adhesive patches. The patient had symptoms such as itching and pustules. The most recent sensor was inserted on (B)(6) 2025. The patient consulted the hcp who recommended cortisone cream and some unspecified tablets.